Event description:
Channel errors when attached to pcu. (B)(6), the unit is there was no patient involvement and can go directly to service.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode.